Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the reported devices were implanted approximately 25 years before revision. Product error is not at all suspected. No further investigation will be performed at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address hip dislocation. Date of implantation: (B)(6) 1999, date of revision: (B)(6) 2005, (left hip). Treatment: revision of head and liner.